Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with inappropriate shock noted on the patient's implantable cardioverter defibrillator. No intervention was reported. No patient consequences were reported.

Manufacturer narrative:
The reported event of inappropriate shock/therapy was confirmed. Device image was reviewed by tech services and inappropriate shock/therapy was recorded and caused by oversensing. The device behaved as programmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
New information received notes that the patient's device was explanted and replaced on an unknown date. No further patient consequences were reported.

Manufacturer narrative:
Correction: h6 : codes should reflect device not returned.